Event description:
User stated system continuing to beep after x-ray button was released. The technician stated that during a back injection on an unknown patient, the system continued to beep after the x-ray button was released. The system had to be rebooted to stop the beeping. The image on the left hand monitor did not change when the system was beeping, so the technician did not believe that x-rays were being produced. There was a safety rick (risk) to the patient if the system was still producing radiation, which is unknown because problem could not be duplicated.

Manufacturer narrative:
Gehc surgery field service engineer reloaded flash program. Reloaded calibration files onto system. Unable to duplicate issue with system locking up. Machine fully functional.